Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of - john called in - stated he is trying to activate a data set in systems manager (sm) and gets the following, "could not send notification message. Technical support - 01. Connected to sm server 02. Imported new sm certificate 03. Cert imported successfully 04. Cust confirmed end-user is now able activate data set successfully 05. Closing case! A serial number was not provided therefore a review of the device history record cannot be performed. The customer reported problem was not confirmed. H3 : no product returned.

Event description:
The customer reported vm-alaris, cannot send notification message. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported vm-alaris, cannot send notification message. There was no patient involvement.